Event description:
Site called to report the screw on the cranial reference frame would not lock. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
RMA for cranial reference frame. Waiting on item to be returned. No investigation completed.